Event description:
Reporter got new dentures. They are defective, upper tight, lower loose. When reporter asked them to fix it, they denied. When reporter argues with them then they agreed to fix but reporter has to pay money out of their pocked to get that done. Rptr feels it is a total rip off. They should fix it at no cost. Reporter can't eat properly now so they're having upset stomach and stomach pain lately.